Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-30. H.6. Investigation summary three photos and one loose 1ml syringe with an opened blister pack from batch 9076761 (p/n 309579) was received and evaluated. It was observed there was multiple brown embedded foreign matter particles present in the bottom and tip of the syringe with a few particles also under the flange. The foreign matter appeared to be burnt plastic with at least one particle larger than level 3 in size, which was rejectable per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly, a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. In regards to internal specs for particulate matter, one embedded foreign matter particle larger than level 3 (1/32") in size is rejectable. A potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 9076761 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ slip-tip syringe with attached needle was found to be dirty "inside and out" before use, with "round, brown" specks in it of differing sizes. The following information was provided by the initial reporter: "it was determined that this report of a dosing syringe that was "dirty inside and out" "no product was pulled into the syringe. It was the last syringe from the kit. She said she didn't notice that it could have been an opened packaged but she is pretty sure it was sealed. The specks are round, brown, and different sizes. They appear to be on the inside of the syringe barrel and on the inside and part of the outside on the syringe barrel tip. Orange part that connects the needle to syringe barrel tip appears clean but it is hard to tell."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip-tip syringe with attached needle was found to be dirty "inside and out" before use, with "round, brown" specks in it of differing sizes. The following information was provided by the initial reporter: "it was determined that this report of a dosing syringe that was "dirty inside and out". "No product was pulled into the syringe. It was the last syringe from the kit. She said she didn't notice that it could have been an opened packaged but she is pretty sure it was sealed. The specks are round, brown, and different sizes. They appear to be on the inside of the syringe barrel and on the inside and part of the outside on the syringe barrel tip. Orange part that connects the needle to syringe barrel tip appears clean but it is hard to tell."